Manufacturer narrative:
(B)(4). Result of examination: the device was clean and in a good condition. The syringe holder as well as the pca-slide were in closed position. The pca locking-mechanism of the syringe holder was damaged. Due to this damage it is possible to open the syringe holder. The damage of the locking-mechanism was caused by wrong handling prior use. In this case it is not possible to lock up the inserted syringe of the pump. In the IFU (instruction for use) is described that "prior to administration, visibly inspect the pump and the accessories (especially the axial fixation) for damaged, missing parts or contamination and check audible and visible alarms during selftest".

Manufacturer narrative:
(B)(4). Result of examination: the history files revealed some drop alarms, which were confirmed by the user. No other abnormalities were assessed. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device was found clean. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. The attached drip sensor operated as intended. At no time an abnormal behavior of the pump or of the drip sensor was assessed within this test. Inside no damages were discovered. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): "the patient was sedated, in a ventilator. Propofol and noradrenalin was administered as infusion. The device gave an "no drops" -alarm for propofol. When this was checked and confirmed it was noticed that there are still drops running from the device. The alarm was reset and administration was continued without problems. Within a couple of minutes the device gave a free flow alarm. It was noticed that propofol was running freely into the drop chamber. At the same time blood pressure of the patient was decreasing. The 3-way stopcock and the roller clamp was closed. The tubing was detached from the patient in order to control the flow of liquid. Propofol infusion was able to freely flow through the pump, despite that the tubing was correct and well attached to the device. After this a new tubing with propofol was primed and a new pump was deployed."